Event description:
It was reported that the customer had an up arrow button that does not work on the insulin pump. Customer stated they use an energizer alkaline battery. Customer changed the battery but the button was still unresponsive. Customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.